Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The sensor was replaced and returned for analysis. Investigation results revealed no malfunction and the sensor performed as intended. Customer complaint cannot be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient experienced inaccuracies in sensor readings leading to sensor removal and replacement.